Event description:
Patient underwent an axillo-bifemoral vascular bypass procedure and a femoral popliteal bypass procedure in 2003. Since perigraft fluid collected was observed along the axillo-bifemoral bypass and since puncture of fluid collection was not successful, both grafts were explanted and replaced by two other grafts in about 4 months later. While it was reported that about 2 months later inflammation was still present, no patient status or additional information was provided to the manufacturer.